Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had non-sustained over-sensing episodes, with noise shown on the electrograms (egm) and suspected lead damage. It was noted that the pacing dependent patient had pauses in these episodes and is asymptomatic. These episodes occur on different days, but at similar times. The rv lead remains in use. No further patient complications have been reported as a result of this event.